Event description:
While performing a open right hemicolectomy, dr was using a tlc75 linear stapler/cutter. The stapler misfired and the doctor was unable to remove the stapler from the specimen. The stapler was sent to the pathology lab with the specimen. There were two staplers used during the case lot # g4rc7y which I believe is the one that misfired and lot # g4rd98. The cutter had to be forcefully removed from the pathology specimen.